Event description:
During a repair at philips, it was discovered the device failed the charge/shock test. The defibrillator energy output was below specification. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).